Manufacturer narrative:
Evaluation summary: examination found that after monitoring svo2 for over 2 hours and running the final acceptance test unit (fatu) test, no failure was found. The complaint could not be confirmed during the evaluation. The vigilance I monitor is considered obsolete and is no longer supported; therefore , the device was taken out of service and destroyed. The device history record was not available but the service history record was reviewed and no issues were found. No further actions will be taken at this time.

Event description:
It was reported that the svo2 reading started drifting once the calibration was done and the svo2 was running. No patient injury was reported. Attempts to obtain additional information about the actual values and the patient's condition were unsuccessful. It was confirmed that the problem was narrowed down to the monitor after exchanging the other system components (om2 cables and catheter) did not correct the problem; it resolved after the vigilance I monitor was changed.